Event description:
The caller reported that the pt's tracheostomy tube had a pilot balloon leak which cause the cuff to deflate. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure, investigation was requested.